Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. After the customer changed the cassette to another one, the alarm was settled. No patient injury was reported.